Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthroscopy procedure, the surgeon was doing a decompression and the oval burr, ar-8400obe was producing metal flakes in the joint. No further information. Additional information requested. Additional information provided 6/12/2019: the shavings looked like glitter in the joint and were probably not retrieved. The case was completed with a new shaver. Additional information provided 6/13/2019: the account has two blades from the case. They also used an ar-8400dc, lot: 10274224 in addition to the ar-8400obe and they aren¿t 100% sure which one produced the metal flakes, so they saved both.

Manufacturer narrative:
Complaint confirmed. Visual evaluation of the ar-84000obe outer tube revealed the presence of horizontal grooves cutting into the inner diameter of the outer tube, located inferior to the hood. Corresponding surface damage was observed along the collar of the inner tube. This event is consistent with user applied mechanical force via prying/leveraging, as further evidenced by the presence of scuffing along the shrink tubing at the proximal end of the device. Material analysis showed the returned ar-8400obe met all as-received specifications.